Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent the repair of laparoscopic ventral hernia repair with mesh. The patient experienced surgical revision, pain, bowel obstruction, fistula, infections and recurrence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced pain, mesh was nonadherent, free floating mesh, dilated and diseased small bowel, bowel obstruction, adhesions, fistula, infections and recurrence. Post-operative patient treatment included revision surgery and lysis of adhesions, repair of hernia with mesh, separation of components scar excision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced pain, mesh was nonadherent, free floating mesh, dilated and diseased small bowel, bowel obstruction, adhesions, fistula, infections and recurrence. Post-operative patient treatment included revision surgery and lysis of adhesions, repair of hernia with mesh, separation of components scar excision.